Event description:
It was reported that during the procedure, multiple repositioning attempts made to place the right ventricular (rv). It was noted that the cardiac tissue stuck in the rv lead helix. The rv lead was replaced and the procedure continued with new lead on 3 nov 2023. The patient was stable throughout the procedure.